Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2023 was used as estimate, as it was reported that the onset date was approximately 2 years ago.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Additionally, the balloon detached from the base, resulting in fluid loss. A surgical procedure was performed to remove and replace all the components. No additional patient complications were reported.